Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, there was minimal laser power. The power was increased to as high as it would go. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming fiber optic cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fiber optic cable. The manufacturer internal reference number is: (B)(4).